Event description:
The customer reported via phone call that she had high blood glucose of 500 mg/dl at the time of the incident. Customer's current blood glucose was 517 mg/dl. Customer called yesterday to set up a new pump and has changed out her set twice. Customer treated with a manual injection. Customer stated that she had been diabetic for 30 years so the site may have caused the high blood glucose. Customer performed the high pressure test but the pump did not pass. Customer repeated the test and the pump passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.